Event description:
Customer reported annotation problems with the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer was flipping the images in pacs. System operates as intended.